Manufacturer narrative:
Date of event is unknown. (B)(4) date of initial implant procedure is unknown. Device is not expected to be returned for manufacturer review/investigation. Therapy dates of concomitant devices are unknown. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent revision surgery due to device breakage and a re-fracture of the subtrochanteric femur area. A synthes lateral entry titanium recon nail and one distal locking screw broke postoperatively on an unknown date. Reportedly, the nail broke at the juncture of the inferior recon screw. The broken nail, broken distal screw and two intact 6.5mm recon screws were removed successfully with no fragments left behind in the patient. The patient was revised to a hemi-arthroplasty. No additional medical intervention or surgical delay occurred. No information was reported on the initial surgery or implant date. Patient status is unknown concomitant devices: 6.5mm recon screw (part# 04.003.027s, lot# unknown, quantity 1); 6.5mm recon screw (part# 04.003.025s, lot# unknown, quantity 1). This report is for one (1) femoral recon nail-sterile. This is report 1 of 2 for (B)(4).